Event description:
It was reported that the patient experience return of symptoms and withdrawal. The patient came to the emergency room and reported that the pump stopped functioning. The patient was admitted to the hospital in "extreme agony". Telemetry had not been performed. There were no known injuries or trauma. The patient's last refill was approximately 3 weeks ago. No patient treatment or outcome was reported. The manufacturer's device tracking system indicated the system was replaced. The drug contained in the pump was not reported. Additional information has been requested, but was not available as of the date of this report.